Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an estimated longevity of 1.5 years remaining having only been implanted 30 days. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.